Event description:
It was reported that "system error 3, subcode 1 alarm". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "system error 3" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the pump assembly was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "system error 3, subcode 1 alarm". No patient involvement.